Event description:
A report was received on 8/29/02 that a dr had implanted a memory lens in a pt's right eye in 1999, which lens has opacified. The lens was explanted and replaced; the dr reported the corneal status post-op as good, and dr's prognosis for the pt was reported as excellent. At post-op exam on 9/3/02, the pt's uncorrected visual acuity was 20/25-2 od.